Event description:
It was reported that during a direct stent procedure (contrary to IFU) of the distal right coronary artery, the stent would not cross. The lesion was then dilated and the stent was advanced again, however, it still would not cross. Upon removal of the stent delivery system (sds), the stent stayed stuck at the proximal area of the lesion. The stent was left in the pt and no attempts were made to snare it. Reportedly, the pt is doing fine.